Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/11/2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm at the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) for the lot number 7480041 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast reconstruction with a artoura breast 750cc tissue expander. On (B)(6) 2018 left sided deflation was observed. As a result, the device was replaced with a 650cc mentor memorygel breast implant.